Event description:
During review of the vns patient's programming history available to the manufacturer, it was noted that a faulted systems diagnostics test occurred that resulted in a change of the patient's settings. An interrogation was not performed following the diagnostics test. The unintended settings were corrected at the next visit. No adverse events have been reported as a result of the faulted diagnostics.